Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was requested and evaluated but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. Data review did not confirm the reported event of a frozen receiver display screen. A root cause could not be determined via data. No product was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause cannot be determined.